Event description:
On 1st august 2024, rayner received notification from its distirbutor in south africa of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens got stuck on its way into the eye and came out damaged necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol got stuck on its way into the eye and came out damaged. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. The healthcare facility has confirmed that there was no harm/injury to the patient as a result of the event; however, reports that surgery was prolonged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The event description received states that the lens got stuck on its way into the eye, the rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". As per the IFU, product use should have been discontinued at the point it was noted that the lens was stuck. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone aspheric rao600c batch 0632181348 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a pouch with iol in a saline filled pot. Preliminary inspection of the returned injector showed that the movable flaps were closed, and the plunger was pushed in with soft tip protruding through the nozzle outlet. Returned lens was inspected under x10 magnification and found to be torn in half with the other half of the iol missing. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was slightly bent and there were visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled with new plunger, and fresh sample lens of rayone aspheric rao600c +32.00 d from rayner stock was loaded and injected as per the IFU. The injection was successful, however felt tough and some resistance occurred during the process. Lens came out damaged with optical tear in the centre. Following that, a toluidine blue dye test was completed. This test has revealed irregularity in the injector nozzle coating. Product inspection and testing identified an irregularity in the injector nozzle, which may be an artefact of the lens getting stuck, subsequent removal of the lens from the nozzle and the force exerted to achieve this and/or the test injection performed by rayner. Product return inspection performed confirms the event as reported; however, has been unable to confirm the root cause of the event.

Event description:
On 1st august 2024, rayner received notification from its distributor in south africa of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens got stuck on its ay into the eye and came out damaged.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol got stuck on its way into the eye and came out damaged. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. The healthcare facility has confirmed that there was no harm/injury to the patient as a result of the event; however, reports that surgery was prolonged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The event description received states that the lens got stuck on its way into the eye, the rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". As per the IFU, product use should have been discontinued at the point it was noted that the lens was stuck. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone aspheric rao600c batch 0632181348 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. The cause of the event cannot be established from the limited information available.